Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has history of ventricular tachycardia on amiodarone, mexiletine, propranolol and recent ventricular tachycardia ablation and stereotactic ablative radiotherapy (sabr) in (B)(6) 2025. Mdt crt-d, anti-tachyarrhythmia therapies (atp) off since (B)(6) 2025 per patient request. The patient had symptoms of dizziness and low flows. They performed sabr on (B)(6) 2025. Arrythmia resulted in low flow. Arrythmia did not sustain, was not device related and the patient did not have a history of arrhythmia pre-lvad. An implantable cardioverter-defibrillator(ICD) was implanted prior to ventricular assist device (vad). The arrhythmia resolved.

Manufacturer narrative:
Section b2: date of death not applicable for this event manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, (B)(6), until they expired (MFR #: 2916596-2026-00806). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.